Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No actions were taken to resolve the issue.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported a "lump" at the lead site. When the site was palpated, the patient reported electric shock-like pain radiating down her lateral lower extremity when the site was palpated. A device diagnosis was not applicable. No further diagnostics or interventions were performed, and the event remains unresolved with no further action planned. The event was possibly related to the device or therapy (specifically the incisional site/device tract of the lead/extension tract) and related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.